Manufacturer narrative:
(B)(4). The complainant reported that the stent remained implanted; however, the delivery system will be returned. The device has not been received yet for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered rmv stent has been implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient was diagnosed with jaundice. The patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent slipped down and fell into the duodenum. Reportedly, the stent remains implanted and the physician was comfortable leaving the stent in place. Another wallflex biliary fully covered rmv stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered rmv stent has been implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient was diagnosed with jaundice. The patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent slipped down and fell into the duodenum. Reportedly, the stent remains implanted and the physician was comfortable leaving the stent in place. Another wallflex biliary fully covered rmv stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A wallflex biliary delivery system was received for analysis; the stent was not returned. Visual examination of the returned device did not find any damages or issues to the delivery system. The investigation concluded that the reported event was likely due to anatomical or procedural factors such as characteristics of the lesion, handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which may have limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.